Event description:
It was reported that during implant of the permanent implantable neurostimulator using an extension, the patient did not feel stimulation and impedances were all out of range. The hcp re-evaluated the connections and found that the connection to the ins showed the screw as fastened but the extension still had space to move. The hcp implanted another extension and everything went well. The patient outcome after action taken was reported as well.

Manufacturer narrative:
(B)(4).